Event description:
This supplemental report is being filed to include device analysis details.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of device memory confirmed this device first recorded a code 1009 (i.e., the time limit for capacitor discharge to the internal resistor had been exceeded). A manual capacitor reformation was completed in the laboratory and the device recorded a code 1009. The device case was opened to allow for inspection and testing of the internal components. Visual examination identified a small tear in the internal "dump" resistor. This resistor was removed and replaced with a standard 1,000 ohm power resistor and a second manual capacitor reformation was commanded. This time, the device successfully charged and then "dumped" the capacitor discharge to the resistor. Analysis concluded the reported clinical observations and the code 1009 observed in the laboratory setting were a result of a torn internal resistor.

Manufacturer narrative:
This device has been returned and is in the process of device analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had triggered an error code 1009 due to a capacitor discharge into the internal dump resistor exceeded the time limit. Subsequently, this patient underwent a replacement procedure and this product was explanted and replaced. No additional adverse patient effects were reported.